Manufacturer narrative:
Continued health effect - impact code 4: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion and yellow biological tissue in the shell. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Healthcare professional reported left side "significant capsular contracture baker grade unknown, double capsule, and periprosthetic fluid around implant. Patient representative reported "has suffered, or will suffer, painful removal procedures, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, as well sa other treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the monitoring for or prevention of the disease and because of the accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body resulting in inflammation, cellular, and subcellular damage, pain itching, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering, mental anguish, emotional distress, and other physical and emotional manifestations that are severe and ongoing." This record will be for the left side. The device has been explanted and not replaced.